Event description:
The event is reported as: complaint alleges that during ventilator set-up a cut was found int he circuit and it would not pass leak test. No patient injury reported.

Manufacturer narrative:
The device sample has been received by the manufacturer, but investigation is incomplete at the time of this report. A follow-up report will be sent when completion of investigation.